Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's internal battery door will need to be replaced due to physical damage. Blower assembly, blower bellows, blower mount, blower chassis plate, and blower cap will need to be replaced due to water contamination. The system board, main housing, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination, which was not related to the malfunction/issue.